Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported the patient presented with atrial fibrillation (af) potentially related to the atrial leadless pacemaker (lp) implant. Medication was adjusted to treat the af. The patient condition was unknown.